Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "improper consideration of end user requirements- shipping or handling caused damage to device". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient went for a test and noticed one of the arctic gel pads seemed to be damaged. The nurse covered this area with a tegaderm. The patient flow rate (fr) was 2lpm with medium size pads, however inlet pressure (ip) was -5.5psi. The nurse could try to finish therapy this way but would likely need to change the pad if the device started alerting low flow.

Event description:
It was reported that the patient went for a test and noticed one of the arctic gel pads seemed to be damaged. The nurse covered this area with a tegaderm. The patient flow rate (fr) was 2lpm with medium size pads, however inlet pressure (ip) was -5.5psi. The nurse could try to finish therapy this way but would likely need to change the pad if the device started alerting low flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.